Event description:
It was reported that there was no capture with the ventricular lead in bipolar mode and no capture with the atrial lead in any mode. High impedance was also observed with the leads. X-ray confirmed the leads were damaged. The implantable pulse generator (ipg) was programmed vdd mode until the it reached the appropriate time for replacement. At the time of ipg replacement, both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 implantable pacing lead implanted: 2007-(B)(6); addrs1 implantable pulse generator (ipg) implanted: 2007-(B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.